Event description:
It was reported that a spectrum pump displayed system error 322 in the general care area. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 322 was confirmed and reproduced while running a fluid filled test set. It was determined that the upper latch switch was the failing component which caused this error. The upper auxiliary assembly (containing the latch switch) was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/ set loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.